Event description:
In 2007, this pt rec'd a gore excluder aaa endoprosthesis trunk ipsilateral leg component. A final angiogram revealed a distal endoleak. The physician chose to wait and monitor the pt. On two months later, a reintervention was performed to seal the endoleak. An iliac extender component was successfully implanted. The pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: pxc141000; pxl161407.